Manufacturer narrative:
The complaint was initially reported by the patient's wife that on an unknown date, her husband of an unknown age used scholl wart on his finger. Reporter stated that the next day his finger tripled in size, so he went to the emergency hospital and the doctors said he had a violent reaction to the product. It was reported that the patient had a surgical operation and on the day of reporting and in the morning he was having a second surgical operation. In the final report from reckitt benckiser (rb) it states that the consumer also reported that he had the wart diagnosed by his physician who advised the use of this type of product. The consumer went to the pharmacy where the pharmacist advised scholl wart specifically as the wart was "clean" and "rough" and so appropriate for the product. The consumer applied the product the same evening ((B)(6) 2018) and then the morning and evening for two days, leading to a total of five (5) applications over 2.5 days. During each application, consumer stated that they felt an itching sensation, which he considered normal. At the fifth usage on friday ((B)(6) 2018) the consumer stated that he felt pain and a few minutes later he saw his finger "inflate" at the wart's vicinity (tripled in size). Consumer then went to the emergency room. He was advised that they could not operate but that he should go to a clinic as soon as possible. Consumer went to a clinic the next day ((B)(6) 2018) and was operated on as an emergency. He went home that evening. On (B)(6) 2018 consumer experienced complications as his finger was bleeding. He went back to the clinic and they advised a new surgery scheduled for (B)(6) 2018. Consumer was unable to work for 3 weeks. Consumer initially stated that they strictly followed the instructions at each application, including correct handling of the cotton and the timings of charge/application. The consumer was informed by rb that the product had been heavily misused, as they applied the product 5 times in 2 days. The product instructions state that a maximum of 4 applications with 2 weeks delay in between each individual use should be followed. Rb reported that the consumer was notified of the possible consequences of this overuse and understood. Consumer stated that the 2nd surgery provided much better results and that the patient now has to follow a physical therapy program as they lost mobility in their injured finger. The consumer's wife was extremely concerned about the 1st surgery and the medical system in general but knows that the product is very unlikely to be the root cause of the situation as she acknowledged that the problem was related to usage. Further follow up was requested from the consumer but provided no further information. The consumer did not specify the batch details nor was the implicated product returned. No further information is expected from the consumer therefore rb has decided to close the case. Since the consumer did not use the product according to the package insert instructions this will be resolved as user error.

Event description:
It was reported by the patient's wife that on an unknown date, her husband of an unknown age used scholl sos wart on his finger. Reporter stated that the next day his finger tripled in size, so he went to the emergency hospital and the doctors said he had a violent reaction to the product. It was informed that the patient had a surgical operation on the day of reporting and in the morning he was having a second surgical operation.

Event description:
It was reported by the patient's wife that on an unknown date, her husband of an unknown age used scholl sos wart on his finger. Reporter stated that the next day his finger tripled in size, so he went to the emergency hospital and the doctors said he had a violent reaction to the product. It was informed that the patient had a surgical operation on the day of reporting and in the morning he was having a second surgical operation.